Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Approximately three months prior to explant, it was reported that the patient heard a high urgency alert at 4 and 10am; however, there were no alerts in the alert log. It was also reported that the patient received a shock during the night. No information was received indicating whether or not the shock was appropriate. At that time, the patient was instructed to keep a log, and the lead remained in use. Additional information subsequently received alleged that the plaintiff "experienced inappropriate and/or excessive shocking, or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]."

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Event description: in addition,"plaintiff has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress and physical manifestations thereof, mental anguish, economic losses and other damages." No further patient complications have been reported as a result of this event. Evaluation summary: distal conductor fractured; full lead returned.